Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced migration of the device, pain, non-auditory sensations and a performance decrement with device use. Subsequently, the device was explanted on (B)(6) 2017 and the patient was reimplanted with a new device during the same surgery.